Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/21/2021. H.6. Investigation: several samples have been provided to our quality team for investigation. Upon visual inspection, no defects or signs of excess silicone can be observed inside the syringe. A device history review was performed for reported lots 1902264, 2003282, 1909236, 2001289, 1806249 and 1708229, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, results verified the amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. It is possible the silicone noted by the customer was a result of poor distribution of the material inside the barrel.

Event description:
It was reported that 6 syringe 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: "I noticed today that bd plastipak 20ml and 30ml syringes presented with a clear liquid substance residue inside once plunger was pushed up fully and drawn back prior to use. ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1902264. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-27. Medical device lot #: 2003282. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-03-25. Medical device lot #: 1909236. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-03. Medical device lot #: 2001289. Medical device expiration date: 2024-12-31. Device manufacture date: 2020-01-20. Medical device lot #: 1806249. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-04. Medical device lot #: 1708229. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-08-22.

Event description:
It was reported that 6 syringe 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: "I noticed today that bd plastipak 20ml and 30ml syringes presented with a clear liquid substance residue inside once plunger was pushed up fully and drawn back prior to use. "